Event description:
It was reported that a patient had some tenderness at their generator incision site. There was no reported fever but it was tender to touch. Information was obtained that intervention was taken for this report, but the intervention that was taken was not specified. No other relevant information has been received to date.

Event description:
Further information obtained indicating that the pain has since recovered/resolved and the intervention taken was medication being added for this patient. No other relevant information has been received to date.